Event description:
It was reported that the insulin pump cartridge was reportedly overfilled and leaked into the pump housing, coinciding with persistent hyperglycemia for approximately 12 hours with cgm readings above 400 and consumption of an entire cartridge in a day. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or use of backup therapy. Outcomes included no hospitalization and no professional medical treatment. Investigation included troubleshooting and user education regarding appropriate cartridge fill volume and assessment of potential infusion set issues, including a bent cannula, though the set was not available for examination. Investigation of this case revealed a likely user handling issue related to overfilling that caused cartridge leakage and inadequate insulin delivery. It was concluded that the event was attributable to improper use resulting in insulin leakage and subsequent hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.